Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 143 mg/dl. The customer stated that he changed the infusion set, and when he pressed the bolus button, it was unresponsive. He stated that he was able to turn the back light on, but when he pressed the bolus button, the back light turned off and the button appeared to be unresponsive. He noted that he received a low reservoir alarm leading up to the keypad issues. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The back light functioned properly. The insulin pump was received with minor scratches on the display window.